Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) it was found that the device can only be operated in battery mode. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) stated batteries were no longer being charged, fse on site and made the diagnosis. Fse got the power supply sent to him and replaced it. After installation everything worked again. Then he ran the manifold test and stk. The device passed all performance and safety tests according to the factory specifications. The device was returned to the customer and cleared for clinical use.